Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17132458 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an optease retrievable vena cava filter for the treatment of deep venous thrombosis and an inferior vena cava (ivc) thrombus. The device was positively identified on the patient¿s medical records. As of the present, the patient is still implanted with the optease filter. As the result of the optease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the medical records indicate that the patient has a history of cerebrovascular accident (cva), expressive aphasia, right leg deep vein thrombosis (dvt), and chronic distal ivc occlusion with well matured collaterals. During placement of the ivc filter via the distal popliteal vein, the filter was deployed just below the level of the right renal vein with no tilt or complications. A tpa infusion was then initiated immediately after filter placement. Approximately on or about two days post implantation of filter, the tpa infusion was concluded and a nonocclusive thrombus was noted present in the ivc filter. Above the level of the filter, the ivc was widely patent. According to the information received in the patient profile from (ppf), sometime post implantation of the ivc filter the patient reports to now suffer from pain, fear and worry regarding the filter.

Manufacturer narrative:
It was reported that a patient underwent a procedure to implant an optease retrievable inferior vena cava (ivc) filter. The information provided indicated that approximately two days post implantation of filter, the tissue plasminogen activator (tpa) infusion was concluded and a nonocclusive thrombus was noted in the ivc filter. Above the level of the filter, the ivc was widely patent. The patient is also reported to have experienced pain, fear and worry regarding the filter. The location of the reported pain has not been provided. As of the present, the patient is still implanted with the optease filter. The patient has a history of cerebrovascular accident (cva), expressive aphasia, right leg deep vein thrombosis (dvt), and chronic distal ivc occlusion with well matured collaterals. The indication for the filter implant was right leg deep vein thrombosis (dvt). The procedure was listed as ultrasound guidance for right venous popliteal access, right leg venograms, inferior venacavagram, ivc filter placement, mechanical /pharmacological thrombolysis and tpa infusion under conscious sedation. The filter was placed via the right popliteal vein and deployed below the level of the renal veins, with no tilt or complications. A tpa infusion was then initiated immediately after filter placement. The patient tolerated the procedure well and was transferred to the intensive care unit. The findings of the procedure noted: extensive occlusive thrombus present in the common iliac through proximal superficial femoral veins. Small amount of non-occlusive thrombus in the mid and distal superficial femoral vein. The popliteal vein was patent. Following power pulse spray and mechanical thrombolysis, there was improved appearance in the superficial femoral and common femoral veins. Persistent occlusive thrombus in the external iliac and common iliac veins. The following day the patient had an angiogram through the existing catheter to evaluate the second day of thrombolysis. The notes indicate that there was resolution of the femoral and iliac vein thrombus. Ivc thrombus improved following six hours of thrombolytic therapy, tpa to be continued overnight. Distal ivc stenosis with hypertrophy of the azygous vein, chronic in appearance. This segment was not imaged in the initial study performed the previous day. Two days after the filter implant another angiogram was performed through the existing catheter for evaluation, the final day of thrombolysis. The notes indicate the right external iliac and common iliac veins were normal, chronic occlusion/high grade stenosis of the distal ivc with enlargement of the azygous and hemi azygous veins, non-occlusive thrombus present in the filter and ivc was widely patent. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.